Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the filter in a vented paclitaxel set. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided in the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed that the tubing was completely separated from the millipore filter. The reported condition was verified. The cause was determined to be related to human error on the production line. Should additional relevant information become available, a supplemental report will be submitted.